Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit came in with critical pump error alarm (open book). Unit was successfully downloaded using thus and crest software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using the long trace it recorded pump error 55. Pump error 55 was triggered on (B)(6) 2023 at 07:42:03 pm. Per engineering troubleshooting guide, it was determined that pump error 55 is a fatal error due to the internal crc failure. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, scratched case and label damage (stained). In conclusion, customer concern for cosmetic damage was confirmed where cracked keypad overlay was noted. Critical pump error (open book image) was confirmed due to pump error 55. Pump error 55 was confirmed due to hardware issue. Isolate to electronic assemblies. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracked keypad. The customer reported no adverse event. The event involved product(s) mmt-1712kl. No harm requiring medical intervention was reported. Mmt-1712kl was requested for analysis and the device was returned.